Manufacturer narrative:
This is 1 of 12 cases a customer reported to us from their 4 year experience using flexi-seal fms in their hospital. We first became aware on (B)(6), 2011. The company requested detailed info which would have required pts medical records review. The hospital could not accommodate this request due to lack of resources. The physician, who initially informed us, shared his best recollection of the events as reflected above. The event is deemed serious as it required surgical ligation and blood replacement to preserve life and prevent permanent impairment. From a clinical perspective, a causal relationship between the device and this event is deemed possible although additional details that would enable a more definitive declaration of causality will not be forthcoming. (B)(4).

Event description:
Stated problem: bleeding. A pt of unk age and gender is being treated in sicu post liver transplant. During this time, flexi-seal fms was reported to be in use and after an unk period of time, bleeding from the rectum was noted. It was reported that the pt was sedated and ventilated at the bedside and underwent suture ligation and blood transfusion to resolve the issue.